Event description:
A (B)(6) male pt's wife contacted zoll customer support to report a svc code 107 - multiple abnormal shutdowns. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 107) was confirmed. As rec'd, the monitor was resetting. The cause for the code 107 was an intermittent connection at bga component us500 (dsb) on ca board sn (B)(4). The intermittent connection is likely due to a fractured bga solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. (B)(4). No adverse event resulted from the defective components. The pt received a replacement monitor.